Event description:
Caller states the pt tested 8.0 inr on the coaguchek s system and 5.95 on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return. Replacement was sent.